Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "please provide the lot number: unk. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. No surgical or medical treatment was performed. Only the protruding part of the suture was desected could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No treatment but the protruding part of the suture was desected what is the current status of the patient? No problem. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and barbed suture was used. Post-op, it was reported that, 2 or 3 months after a cesarean section, in the ward/ICU, the product protruded from the epidermis. The product was used for dermal suture. The event occurred at not around the loop part but at the middle of the suture. The suture was broken and the suture stump protruded. The surgeon said that he used to use 4-0pds, which specification is unknown, with continuous suture and the same event never happened. No adverse patient consequences were reported. Additional information was requested.